Event description:
Pt states her venous pressures were elevated so she tried to adjust her needle with the wings but the wings with the tubing fell off. Needle was still partially inside her. Pt was able to pull the needle out and achieve homeostasis. Pt did lose blood and the cartridge.